Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot-up. Upon troubleshooting, fse found that this case was a recurrence case. Previously, fse had replaced the host pc but issue persist. Fse found a graphic card issue on the newly installed host pc. To resolve the issue, fse replaced the host pc again. The defective host pc was returned to philips for failure analysis and no conclusion can be made from failure analysis since the returned host pc had a missing part. After replacement of the host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome.